Manufacturer narrative:
The lead was returned due to patient deceased. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-17491 and 017865-2023-17494. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was system related. The cause of death was unknown. No additional information was reported.